Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the incident occurred on (B) (6) 2010, but draeger was just recently notified about this reported incident. It was reported that during a patient monitoring in CT, the (B) (4)-measurement stopped functioning. Instead of (B) (4) value only *** was shown. It was reported that the patient died. (B) (4).